Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed (B)(6) 2020. 0 non-conformances on this lot number. Final micro and sterility tests passed. 4270 units released. Lot expiry date: (B)(6) 2019.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat flexion contracture secondary to end-stage osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon noted that the patient had preoperative flexion contracture od 5-8 degrees. The procedure was completed without complications. Patient received a left knee arthroscopy to treat pain and patellar crepitus secondary to arthrofibrosis. Upon entering the joint, extensive suprapatellar scar tissue was identified and debrided. No components were revised. The procedure was completed without complications. The surgeon notes that the procedure corrected the patellar crepitus but did not improve the patient¿s pain. Patient received a left knee revision to treat persistent pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon debrided patellar scar tissue. The tibial tray was grossly loose and debonded at the cement to implant interface. The surgeon notes that the cement was well interdigitated at the bone to cement interface. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017. Doe: (B)(6) 2019 (scar tissue debridement with component retention). Dor: (B)(6) 2019; left knee.